Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The customer stat that reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.